Manufacturer narrative:
The pump has been returned to animas for evaluation. An evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (intermittent power) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 2/7/2017 device evaluation: the device has been returned and evaluated by product analysis on 01/31/2017 with the following findings: pump fails to power on.. Battery compartment is cracked alongside of pump. No damage to battery cap. Battery cap attaches securely to pump. Battery cap contact height/width found within specification. Corrosion observed in battery compartment. Pump leaks at battery compartment. Pump opened and moisture damage found inside pump case. No power to pump due to moisture damage.